Event description:
Consumer reported needle broke off in her stomach during injection using pen needle. Consumer went to hospital and they could not remove the needle. Surgery was scheduled.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.